Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was rep said hcp inquired about longevity of 97714 implanted in (B)(6) 2014; technical services(ts) reviewed with rep that implant is due for normal replacement before (B)(6) 2023. Rep said the battery is too superficial and hcp wanted to determine if it's worth keeping the same implant for revision or implant a new neurostimulator(ins). Ts reviewed with rep that it's hcp's decision to replace ins or revise. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.